Event description:
Patient leg was too close to edge and slipped off the mattress. No injuries occurred. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).